Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2011-pt underwent repair of ventral incisional hernia with bard flat mesh. On (B)(6) 2002-pt underwent repair of ventral hernia with bard flat mesh. A davol drain was placed. On (B)(6) 2002-pt underwent repair of recurrent right lateral ventral hernia without mesh placement. A previously placed bard flat mesh was altered, but left in place. On (B)(6) 2003-pt underwent repair of recurrent incisional hernia with a non-bard mesh. On (B)(6) 2003-pt underwent excision of the previously placed non-bard mesh, and placement of a bard flat mesh. On (B)(6) 2006-pt underwent repair of recurrent ventral hernia with a composix kugel mesh. On (B)(6) 2009-pt underwent excision of the three previously placed bard flat meshes and the previously placed composix kugel mesh. Repair of recurrent ventral hernia with a non-bard mesh, and a panniculectomy.

Manufacturer narrative:
Based on medical record review, a pt with a history of obesity underwent repair of ventral incisional hernia with bard flat mesh on (B)(6) 2001. Approx ten months later, the medical records indicate that the pt underwent repair of a reducible ventral hernia. It is noted that due to concerns for recurrence, a bard flat mesh was placed on top of the previously closed repair. On (B)(6) 2002, the pt underwent repair of a recurrent ventral hernia. The defect was repaired by utilizing a previously placed bard flat mesh and the abdominal wall. It was reported that there was some small bowel adhered to the previously placed mesh. The medical records indicate that on (B)(6) 2003, the pt underwent repair of recurrent incisional hernia with a non-bard mesh. It is noted that during the procedure, the tip from a suture retrieval device was missing and could not be found. A small hematoma was also noted. The medical records note that five hours later, the pt was taken back into surgery for a possible intraabdominal bleed. The previously placed non-bard mesh was excised and a large hematoma was identified. The fascia was closed in the midline and a bard flat mesh was placed. The medical records note that on (B)(6) 2006, the pt underwent recurrent ventral hernia repair with composix kugel mesh. Approx three years later, the medical records indicate that the pt underwent excision of the three previously placed bard flat meshes, and the previously placed composix kugel mesh. A non-bard mesh was placed and a panniculectomy was performed. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicated that the pt was treated for recurrence which is a known possible adverse reaction listed in the IFU. Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time. See MDR 1213643-2011-00379 for info related to the bard flat mesh implanted on (B)(6) 2003. For info regarding the composix kugel implanted on (B)(6) 2006, (B)(4).